Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Date of event: unknown. Name of procedure being performed: na (before use). Detailed description of event: I am reaching out on behalf of my customer, [facility] to report a cer. I was contacted this morning by [name], in the purchasing dept of [facility]. She stated, "please see attached picture as this item delivered with an eyelash in the sterile packaging. Type of intervention: na (before use). Patient status: na (before use).

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Date of event: unknown. Name of procedure being performed: na (before use). Detailed description of event: I am reaching out on behalf of my customer, [facility] to report a cer. I was contacted this morning by [name], in the purchasing dept of [facility]. She stated, "please see attached picture as this item delivered with an eyelash in the sterile packaging. Type of intervention: na (before use). Patient status: na (before use).